Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 88 previously reported events are included in this follow-up record. Product return status 87 devices were received. 1 device was not available for evaluation. Event confirmation status 87 reported events were confirmed. Evaluation results 87 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 88 </noe> malfunction events in which the device had paint chips missing. 88 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 88 events were originally reported for this failure mode during the reporting quarter. 89 events should have been reported; 1 event was inadvertently excluded. - 89 reported events are included in this follow-up record. Product return status 88 devices were received. 1 device was not available for evaluation. Event confirmation status 88 reported events were confirmed. Evaluation results 88 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 89 </noe> malfunction events in which the device had paint chips missing. 89 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 88 events were reported for this quarter. Product return status: 87 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 87 reported events were confirmed. Evaluation results: 87 devices were found to be affected by missing paint chips. Additional information: 88 devices were not labeled for single-use. 88 devices were not reprocessed and reused.

Event description:
This report summarizes 88 malfunction events in which the device had paint chips missing. 88 events had no patient involvement; no patient impact.